Event description:
A nurse reported a case of tass (toxic anterior segment syndrome) one day following intraocular lens (iol) implant surgery. She stated that it had been the second iol surgery of the day which was uncomplicated and lasted ten minutes. The patient experienced pain at one day post operatively and a layer of white blood cells in the chamber was noted. The patient is being treated by a retinal specialist. In a follow-up, the administrator reported the event continues and is expected to resolve with treatment which is ongoing. In the surgeon's opinion, the device did not cause/contribute to the event. There are two medical device reports associated with this event. This report is for the intraocular lens,

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information was requested on 02/14/2012 and 02/21/2012 by phone, fax, and mail. A completed questionnaire was received on 03/02/2012. (B)(4).